Manufacturer narrative:
Additional information: additional lot received - 3066132. Expiration date - 02/28/2026. Device manufacture date - 03/09/2023. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3249702 and 3066132. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte n autoguard shielded IV caths catheter shreds the following information was provided by the initial reporter: 1. The insyte-n autoguard 24 g catheter tip may shred. 2. If the tip of the catheter shreds, the catheter cannot be used and another needlestick will be necessary. This catheter is used for neonates, in which vascular access is often challenging, and catheter insertion may be painful for the patient.